Event description:
It was reported that lead noise was detected as vt/vf episodes. A decrease in pacing lead impedance was also noted. An abrasion was noted 15 cm from the device. Lead was explanted and replaced.

Event description:
New information received notes new system functioning well and patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.